Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 4.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. Upon taking the device out of the guidewire, the tip of the stent was damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).